Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos (general purpose operating system) coin cell battery was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error messages. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.